Event description:
It was reported the battery door is broken. The device was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Battery drawer is broken. Dents and marks found on the upper and lower cases. Battery drawer o-ring is missing. Scratches found on the keyboard pad. Battery contacts are compressed. Lead flex cover and battery release are contaminated. Two side bail covers are broken and contaminated.